Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the device snapped at the stem after being torqued upon entry into patient. There was no patient injury.